Event description:
Device had broken pin and no adverse consequences with the pt were reported at the time. Upon receipt of the device for evaluation, the front tip had broken off. Further information revealed the tip of the device remains in the pt's shoulder. The surgeon spent 10 additional minutes trying to locate the tip without success. It was reported that the user facility is not reporting any adverse pt consequences as a result of this event.